Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp), had a leakage from the pneumatic interface module (pim). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 the fse removed the pim assembly and reseated all associated connections. A patient leakage test was then performed, and the issue was resolved. The unit passed all required checks and was returned to the customer for clinical use.

Event description:
N/a